Manufacturer narrative:
The reagent lot number and expiration date were not provided. A reagent issue can be excluded as calibration and qc were inconspicuous. The field service engineer replaced and adjusted the gear pump head, removed and cleaned the ultrasonic mixers, drained and cleaned the incubation bath, and replaced the lamp and cuvettes. He found a hole in the rinse tube and he replaced the tube. He adjusted the sample and reagent pipettors and ran performance testing that was within specifications. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable creatinine results from the cobas 8000 c702 module. For one example, the initial result was 522 mol/l and the repeat result was 77 mol/l.